Event description:
Boston scientific received information that this pacemaker exhibited a remaining longevity of four years. Atrial and ventricular outputs were decreased. Post-ventricular atrial refractory period (pvarp) was also reprogrammed due to numerous stored pacemaker mediated tachycardia (pmt) episodes. There was a concern the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The patient was recently enrolled in remote monitoring. Boston scientific technical services (ts) discussed the option of performing a save to disk and memory dump at the next device check. Records indicate this device remains in service. Should additional information become available this report will be updated.